Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's blood glucose (bg) went low between 38 and 68 mg/dl for 6 hours straight. Bg was in range while on the phone with the agent at 144 mg/dl. The patient attributed the low to exercise. The agent looked up the patient's reports and noticed the patient announced meals twice when bg was in the 50's. The patient was educated on meal announcements. The patient added that they announce the meals when low because they are afraid of spikes after meals, so the user was educated on the 15 for 15 rule. The patient had no further questions, and there was no further information regarding the adverse event released.